Event description:
The patient experienced a shocking or jolting sensation at the paresthesia area. The patient wanted to have the device explanted due to the pain of the scars and the device. Unable to follow-up with contact information provided, no additional information was obtained.